Event description:
This notification is being reviewed due to a user of a dreamstation auto bipap device with an allegation of error code present. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third-party service center for evaluation. No visible foam degradation was found in the device assembly. Error code 4 (indicating an issue with the cpu), error code 53 (indicating an issue with the pca), and error code 83 (indicating an issue with the pca) were found in the device log history. There was no patient harm or injury associated with this notification and no increased risk to the intended user. Based on the information available, no MDR will be filed.

Manufacturer narrative:
The manufacturer previously reported information in reference to dreamstation bipap pro alleging the device has an error, system failure, sd card error, and "it was smoking". The patient reported taking a nap and began smelling smoke. The patient alleged to have taken off the mask to find out where the smoke was originating. The patient reported being unable to locate the location of the smoke, then stated the smell of smoke was in the mask. The patient reported there was a burnt smell, electrical smell. The patient did not see any smoke. The patient did not see any flames. The patient reported there was no evidence of melting, warping, or void/gaps in the device enclosure. The power cord and/or power supply was not damaged. The device was plugged into a surge protector. There was no property damage beyond the device. The patient was not using any other medical devices. The patient nor any other household members is a smoker. Multiple good faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Updated: evaluation method code grid updated. Evaluation results code grid updated. Conclusion code grid updated.